Event description:
The hcp reported that the pump was explanted as the pt had experienced withdrawal on two occasions. A dye study was performed and did not reveal a catheter leak. A rotor study was performed and revealed that the rotor did not move 90 degrees. A follow-up report will be sent when additional information is available.